Event description:
It was reported to boston scientific corp that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure. It was reported that the system was not reading the rectal temperature of the pt. The operator of the device tried more than one rectal temperature probe, and this did not correct the problem. The cable connections were also confirmed. The pt was not treated as the case was aborted.

Manufacturer narrative:
The capital device has not been evaluated, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. (B)(4).